Event description:
The pt underwent an endoscopic retrograde cholangiopancreatography (ercp) in sphincterotomy with th electrosurgical unit (esu). Subsequently the pt developed pancreatitis but is now fine.